Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button was intermittently unresponsive and the button symbol was worn in the middle. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed but the symbols are worn. The ok keypad button was intermittently responsive during testing. The up arrow, down arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.